Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that jailing occurred. In (B)(6) 2013, the patient was referred for emergent cardiac catheterization. Subsequently, the index procedure was performed. Target lesion #1 was a de novo lesion located in the third obtuse marginal branch (om3) with 95% stenosis and was 30mm long with a reference vessel diameter of 2.25mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.50x32mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. After deployment of study stent in om3, jailing was observed in om2 extending up through mid left circumflex artery. It was reported that om2 was jailed approximately with 50% ostial stenosis. Given the complexity of the procedure and the restoration of timi 3 flow post the procedure, no intervention was performed in response to jailing. Target lesion #2 was a de novo long lesion located from proximal left circumflex artery (lcx) to distal lcx with 100% stenosis and was 26mm long with a reference vessel diameter of 2.00mm. Target lesion #2 was treated with direct placement of a 2.25x28mm promus element¿ plus stent with 0% residual stenosis. Target lesion #3 was a de novo long lesion located from proximal left anterior descending artery (lad) to mid lad with 100% stenosis and was 30mm long with a reference vessel diameter of 2.50mm. Target lesion #3 was treated with pre-dilatation and placement of 2.50x32mm and 2.50x32 mm promus element¿ plus study stents. Following post dilatation, residual stenosis was 10%. After four days, the patient was discharged on aspirin and prasugrel.